Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. Clinical investigation: there is a possible temporal relationship between ccpd therapy utilizing the liberty cycler, and the patient¿s semi-conscious state with subsequent hospitalization; however it is unknown if the patient was actively performing pd therapy at the time of the event. No temporal relationship exists regarding the patient¿s adverse event(s) of congestive heart failure and subsequent death, as the patient was no longer receiving rrt. Per the pdrn¿s statement on 06/26/2018, the expiration of this patient was an expected outcome, as the patient was transitioned to hospice care on (B)(6) 2018. There is no documentation or evidence indicating a causal relationship between the liberty cycler, and the adverse event(s) of hospitalization, congestive heart failure and subsequent death. Additionally there is no allegation of a fresenius device(s) or product(s) malfunctioning or failing to perform as expected.

Event description:
During follow-up for a separate event, the peritoneal dialysis registered nurse (pdrn) reported this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis for renal replacement therapy (rrt) was hospitalized on (B)(6) 2018 and subsequently expired on (B)(6) 2018 of suspected heart failure. The pdrn stated the patient was non-compliant with their pd therapy, and frequently misses exchanges (details unknown). Additionally, the pdrn stated the patient had been in and out of the hospital due to multiple comorbidities. Although the exact admission date is unknown, the patient was (reportedly) scarcely conscious when admitted to the hospital. The patient purportedly was unable to eat or take his medication, and withdrew from pd therapy. The family enrolled the patient in hospice care (comfort measures only) on (B)(6) 2018, and the patient passed away on (B)(6) 2018. The esrd death notification was received on 26/jun/2018 and listed primary the cause of death as ¿withdrawal from dialysis/uremia¿ with a secondary cause of ¿congestive heart failure.¿ attempts at obtaining the discharge summary have thus far been unsuccessful. As such, the hospital course is largely unknown. It is also unknown if any fresenius device(s) and/or product(s) were utilized during the hospitalization.